Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reporte event. The customer clarified that ¿tip disarticulated¿ was referring to the jaws. The instrument¿s jaws stopped moving. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. In addition, the surgical staff did not notice any damage to the cannula after the event occurred. No photographic images of the device(s) or a video recording of the procedure were available for isi review. The pin was not visible.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the tip-up fenestrated grasper instrument to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube. There was no missing material. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. However, the 8 mm tip-up fenestrated grasper has not yet been received for failure analysis testing.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the wrist of the tip-up fenestrated grasper instrument was broken. The tip was disarticulated from the wrist. The procedure was completed with a back-up same instrument, with no patient injury and no delays. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.